Event description:
Report on abnormal use. It has come to our attention that some clinics have been using an incorrect scale for the printout of field shape contours for electron cutouts. In raystation, a field shape contour for electron cutouts can be printed in its actual size on an office printer. Unlike some other tps, the cutout printout depicts the physical size of the cutout, not the projection to the isocenter plane. This is indicated at the top of the printout: "the axes show the physical size of the cutout". As noted in an instructions for use warning, the actual size in the printout will depend on printer settings. Therefore, the scale must always be verified both in x and y direction using a ruler. This is also indicated at the bottom of the printout: "please verify printout size and ratio between axes using a ruler". Nevertheless, some clinics have been printing at scale 0.95 as they were used to from their previous tps, believing that this would give them the cutout in physical size on the printout. This has led to a small but systematic error in the size of the cutout openings. To avoid similar misuse, we are approaching all our electron clinics, reminding them of the already provided information.

Event description:
Follow-up of report rsl MDR: 3007774465-2016-00003 (B)(6) electron cutouts printout scale follow-up. Report on abnormal use. It has come to our attention that some clinics have been using an incorrect scale for the printout of field shape contours for electron cutouts. In raystation, a field shape contour for electron cutouts can be printed in its actual size on an office printer. Unlike some other tps, the cutout printout depicts the physical size of the cutout, not the projection to the isocenter plane. This is indicated at the top of the printout: "the axes show the physical size of the cutout". As noted in an instructions for use warning, the actual size in the printout will depend on printer settings. Therefore, the scale must always be verified both in x and y direction using a ruler. This is also indicated at the bottom of the printout: "please verify printout size and ratio between axes using a ruler". Nevertheless, some clinics have been printing at scale 0.95 as they were used to from their previous tps, believing that this would give them the cutout in physical size on the printout. This has led to a small but systematic error in the size of the cutout openings. To avoid similar misuse, we are approaching all our electron clinics, reminding them of the already provided information.

Manufacturer narrative:
The word "isocenter" indicating the beam central axis (through isocenter) in the printout is misleading and there are suggestions on how to enhance the printout. However, since the printout clearly states that the axes show the physical size of the cutout (i.e. Not the projection to isocenter) the meeting agreed that sufficient information for correct use is already in place. Ignoring the information that the axes show the physical size of the cutout and not verifying the workflow is considered abnormal use.

Event description:
Follow-up of report rsl MDR: 3007774465-2016-00003 11486 (B)(6) electron cutouts printout scale follow-up. Report on abnormal use. It has come to our attention that some clinics have been using an incorrect scale for the printout of field shape contours for electron cutouts. In raystation, a field shape contour for electron cutouts can be printed in its actual size on an office printer. Unlike some other tps, the cutout printout depicts the physical size of the cutout, not the projection to the isocenter plane. This is indicated at the top of the printout: "the axes show the physical size of the cutout". As noted in an instructions for use warning, the actual size in the printout will depend on printer settings. Therefore, the scale must always be verified both in x and y direction using a ruler. This is also indicated at the bottom of the printout: "please verify printout size and ratio between axes using a ruler". Nevertheless, some clinics have been printing at scale 0.95 as they were used to from their previous tps, believing that this would give them the cutout in physical size on the printout. This has led to a small but systematic error in the size of the cutout openings.